Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and suspected that there was probably saline injected into the helium circuit causing damage. To fix these issues the fse replaced the pcb, power management, rohs, printer, thermal, xe-50b, custom and the pneumatic module assy, rohs. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the end user that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit's li-ion batteries were not charging. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: d5.